Event description:
It was reported that patient presented for generator change procedure. Prior to procedure it was found that patient's atrial lead exhibited loss of capture. It was noted from fluoroscopy that the lead was fractured. The lead eas capped and replaced on (B)(6) 2023. The patient was stable.